Event description:
The hcp reported in 2007, that the patient had experienced a lack of therapy benefit; the system had not provided adequate pain control. Initially the system had controlled symptoms but subsequently had lost effectiveness; the patient had been dissatisfied with device performance. Subsequently, the patient experienced drainage from the generator site; the ipg required explant and the pt requested total system removal. System replacement was not anticipated. Additional information reported on 01/15/2008, shows the event had been attributed to the stimulator; the drainage from the pocket site had been related to an infection. It was unk if any product would be returned for analysis. The pt had recovered without sequela. Additional information has been requested.

Manufacturer narrative:
.